Event description:
It was reported that shaft break occurred. The target lesion was located in the diagonal artery. A 2.50x20mm promus premier¿ drug eluting stent was selected for use and advanced to treat the lesion. Following stent deployment, the stent delivery system was removed from the patient. When the physician attempted to remove the wire from the balloon portion of the stent delivery system outside the patient, the shaft sheared off at the proximal portion nearest the stent balloon. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).